Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, the questionnaire was completed with limited information. Potential causes for infection include: patient non-compliance/touching or picking at the wound, not irrigating the incision site with an antibiotic solution before closure, not prepping the surface of the skin with an antiseptic solution, using inappropriate tools, multiple tunneling attempts, implanting the device after the expiration date, off-label use, and patient contraindicating conditions. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is unknown. The investigation findings do not lead to a clear conclusion about the cause of the infection. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported an infection at the implant site. Additionally, the patient reported warmth under the antenna while wearing the device. Antibiotics were prescribed and the patient was cleared to continue using the device. As of (B)(6) 2025, the infection appeared to be healing well with continued use of antibiotics. Regarding the report of warmth under the skin, the power index was lowered on the transmitter assembly and the commercial team member has not received any additional complaints or concerns.